Event description:
A pt underwent cesarian section on 12/22/96. The suture was used for fascial closure. Two days postoperatively she experienced abdominal pain. On 12/29/96, she revisisted the medical center and presented with wound drainage. Her wbc was elevated, but no culture was done. Subsequently, she was treated with antibiotics and has been doing well.